Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained. The surgeon has informed that she doesn¿t have the additional information, as she¿s only seen the patient for management of tvt. No further information available. The patient demographic info: age, weight, bmi at the time of index procedure? Date, name and indication of initial surgical procedure when the mesh was implanted? Were there any intra-operative complications? Other relevant patient comorbidities? Onset of chronic pelvic pain and chronic uti from the initial surgery? Was any medical intervention for utis provided? Results? What are results of eua and cystoscopy? Was any deficiency or anomaly of the mesh? If yes, please describe it. What was a reason/indication for removal of vaginal component of tvt, vaginal reconstruction, and urethroplasty? Why was the vaginal component of the mesh removed? Was a pain management completed after revision surgery or before? If after, are there any intervention planned to treat a chronic pain further? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent an unknown gynecological surgery in 2008 and the mesh was implanted. The patient experienced chronic pain and chronic uti. Action taken includes eua, cystoscopy, removal of vaginal component of mesh, vaginal reconstruction, and urethroplasty. After completing pain management, the patient still had chronic pain. Additional information has been requested.